Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed chronic total occlusion target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery. A 3mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to dilate the lesion. The balloon was inflated at an unknown atmosphere however it ruptured on the first inflation. There was no kink noted on the device prior to use and no resistance was encountered during the procedure. The device was completely removed from the patient. The procedure was completed using a 2.5mm x 20mm x 144cm sterling es/coyote es mr and a 5mm x 8mm unspecified balloon catheter. No patient complications were reported and the patient's status was good.